Manufacturer narrative:
The alleged broken smi-02ap is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have been requested and were reviewed by the contract manufacturer. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 60 complaints, regarding (B)(4), for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: contraindications: ·device is not to be used on bone or similar hard tissue. Warnings: suture passer: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: suture passer: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the smi-02ap was being used during a rotator cuff repair on (B)(6) 2020 when "the upper jaw window is broken" was reported. The procedure was completed as planned and there was no report of delay or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.